Manufacturer narrative:
At the time of this report, mentor has received no information regarding an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation revision with a mentor smooth round moderate profile 300cc saline prosthesis. On (B)(6) 2018 right sided deflation was diagnosed through mammography. At the time of this report, mentor has received no information regarding explantation or an expected explantation date, however, future prosthesis replacement with mentor saline implants is indicated.

Manufacturer narrative:
Additional information was received with the field experience report on 8/2/2018. The implant date was updated. Bilateral prosthesis replacement with 300cc mentor smooth round moderate profile saline prostheses was performed on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 8/22/2018. Device evaluation summary: it was reported that a (B)(6) year-old female underwent breast augmentation revision with a mentor smooth round moderate profile 300cc saline prosthesis. On (B)(6) 2018 right sided deflation was diagnosed through mammography. Upon receipt by mentor, the device contained no fluid. Brown material was observed within the device and on the shell surface. During visual examination of the device, the product evaluation team observed creases on both views. A rent was discovered within a crease on the posterior view measuring approximately 0.1 cm. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. The product evaluation team concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the brown material observed. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) of lot number 162674 could not be reviewed, as the quality operations team was unable to locate the physical DHR file. An internal corrective action has been opened to investigate and address this issue. Manufacturer¿s reference number: (B)(4).